Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 24, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in chile as follows: it was reported that an insertion handle was missing a notch and could not prevent a lateral femoral nail from rotating on its axis during a surgical procedure on (B)(6) 2015. As a result, the procedure was prolonged by two (2) hours. The patient's postoperative status was reported as "fine." This report is 1 of 1 for (B)(4).